Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/09/2017. (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was an issue noted with the sterile packaging or the packaging seal? Were there any holes in the sterile packaging? Was the package sterilized prior to use? Were there any adverse patient consequences? We received one actual sample without code no. And lot information showing a physiomesh in disintegrated condition. Only the nonabsorbable part with partially disintegrated pds marker is visible. No further investigation could be performed without returned foil. The observed disintegration by the customer in (B)(6) 2016 could not be clarified without investigation of the actual foil package.

Event description:
It was reported that a patient underwent a general surgery procedure on (B)(6) 2016 and mesh was used. When the surgeon drew the mesh from the sterile packaging, the mesh began to disintegrate. It could not be placed in the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. Additional information was requested.